Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under 0001822565 - 2023 - 02070 zimmer.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under 0001822565 - 2023 - 02070 zimmer.

Event description:
It was reported that the outer box was found opened and the distal tip of the stem was protruding out of the outer plastic packaging. Device was put aside and a second size 5 was pulled for use from their consignment. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device location is unknown.